Event description:
Consumer was feeling the blood readings were wrong, ran comparison against competitive meter. Analysis run on clarke error using reported competitive readings (56) as ref. Point vs. Bd reading (110, 118) yielded data points in "d" range of the grid, outside acceptable range.